Manufacturer narrative:
The event of symptoms of auto immune condition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: other reported conditions: connective tissue disease (ctd): concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants.

Event description:
Patient reported they were diagnosed with fibromyalgia, neurological issues, high blood sugar, tumor in [the] uterus, anemia, staph infection, swollen glands, toxic shock syndrome, high blood pressure, irritable bowel syndrome, symptoms of auto immune condition, chronic fatigue syndrome, could not walk, metabolic system issues, rashes, and bronchitis and pneumonia. The device was explanted. This medwatch is for the right side. See MFR # 9617229-2017-00221 for the left side.